Event description:
A patient reported they called emt and were hospitalized due to their one touch basic reading inaccurately low. Patient reported feeling tearful, disoriented, chilling and headache. The result on their one touch basic meter was 184 compared to the emt's meter that read in the 400's mg/dl. The time difference between patient's meter and emt meter was 21-30 minutes. Treatment was IV glucose. No further information has been reported.